Event description:
Clinic reported that within one minute after starting and connecting the patient, with a 100ml/min blood flow rate, a blood leak occurred. The estimated blood loss was 100 ml. The patient was asymptomatic and was discharged from the unit to home.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.